Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿severe polyethylene wear in uncemented acetabular cup system components: a report of 5 cases¿ by jig patel, et al, published by the journal of arthroplasty (1999), vol. 14, no. 5, pp.635-636, was reviewed. The authors report five cases of severe polyethylene liner wear and fracture. All patients were implanted with an aml cup, an acs polyethylene liner, and a cocr femoral head. The femoral stems used were unknown. All five cases had revisions of the cup, head, and liner due to severe wear on fracture of the polyethylene liner. The wear and fracture of the liner caused articulation of the metal head against the metal liner leading to intraoperatively confirmed metallosis. There were no reported product problems with the cup and head. The revision surgery and metallosis were attributed to the failed acs liner. The authors provide component information for five patients labeled case 1 through case 5, linked to (B)(4). Patient implanted with an aml cup (56-mm), acs polyethylene liner, and 28-mm femoral head. The cup, head and liner were revised due to excessive wear and fracture of the polyethylene liner. The liner failure caused articulation of the head on the cup causing intraoperatively confirmed metallosis. There was no reported product problem with the explanted cup and head. The metal wear on the cup and head is attributed to the wear and fracture of the acs polyethylene liner.